Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was making crackling noises and had a burning smell was confirmed. It was found that the dual rf board and relay boards were defective. The mounting foot was missing and the device was corroded. A hardware and software upgrade was performed and the defective and missing parts were replaced. The device was tested and found to be working according to specifications. Fluid contact with the device has caused the corrosion. This would have further damaged the internal components, resulting in the burning smell and noise. User mishandling of the device is the root cause of the missing mounting foot. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
As reported by the sales rep via phone, during a rotator cuff surgery, the vapr vue generator was making crackling noises and had a burning smell. The procedure was completed with an alternative device with no significant delay and no patient consequence.